Event description:
The customer reported visualizing smoke coming from the male iui connector. The pump was immediately removed from the pt. There was no module attached to the side smoking and there was no evidence of a spill. Per the customer, the plastic is melted at the 2nd and 3rd pin from the left side of the connector. There was no report of pt harm. Medical intervention was not required. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.